Event description:
It was reported that a user experienced elevated blood glucose after eating a larger-than-usual spaghetti lunch while using the ilet, with 16 units of insulin on board less than one hour after the bolus. The user was counseled to monitor as glucose appeared to be leveling. Symptoms included hyperglycemia peaking at 301 mg/dl. Outcomes included self-management with monitoring and no escalation of care. Investigation included review of insulin on board, meal size disclosure, and glucose trend assessment during the call. Investigation of this case revealed user-related factors, specifically underestimation of carbohydrate content and recent bolus timing, with the device appearing to function as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related carbohydrate estimation and expected pharmacodynamic lag rather than device malfunction.